Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. The standard deviation was within specification and no errors were observed during control solution testing.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A health care professional reported receiving inaccurate readings on their adc blood glucose meter. The hcp reported receiving a reading of 43 mg/dl compared to a lab result of 520 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.